Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. A review of the lot history record revealed no nonconformities related to the reported event. The complaint handling database was reviewed and there was one similar event for this lot. Root cause analysis concluded that the event was potentially related to a manufacturing issue. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, moderately calcified mid common femoral artery. A 7 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There was no resistance felt during removal of the protective sheath from the balloon and no issues were noted during preparation for use. The pta catheter was advanced to the lesion and inflated to 8 atmospheres for 30 seconds. Following the successful inflation, the pta catheter took more than 1 minute to deflate but it did deflate completely. No replacement pta catheter was needed as the lesion was sufficiently dilated. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.